Event description:
It was reported that during the procedure the drill guide tip broke off while in use. There was a single piece and this piece was successfully retrieved by the surgeon and confirmed by c arm x-ray. There was no injury to the patient or extension of length of stay. This piece of equipment belongs to the representative and is brought into the facility for the cases.

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.